Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. The customer's blood glucose level at the time of incident was over 400 mg/dl. The customer was treated with insulin pump for high blood glucose event. Customer also reported that they received an insulin flow blocked alarm. The insulin pump will not be returned for analysis.